Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter portion of the touchless plus intermittent catheter system was found inside the patient's bladder. Due to frequent uti's the patient received an ultrasound. The catheter was found coiled inside the bladder and anchored by encrustation. After the catheter was removed it was compared to the touchless plus intermittent kit to determine what the product was inside the body. The catheter that was removed came out discolored a yellowish hue. It was reported that the patient had been having regular intermittent catheters inserted to empty his bladder at least 4 times a day.

Event description:
It was reported that the catheter portion of the touchless plus intermittent catheter system was found inside the patient's bladder. Due to frequent uti's the patient received an ultrasound. The catheter was found coiled inside the bladder and anchored by encrustation. After the catheter was removed it was compared to the touchless plus intermittent kit to determine what the product was inside the body. The catheter that was removed came out discolored a yellowish hue. It was reported that the patient had been having regular intermittent catheters inserted to empty his bladder at least 4 times a day. Per additional information received on 09mar2020, the long term care resident was experiencing recurrent urinary tract infections and bladder spasms. An ultrasound and kub on (B)(6) 2019 revealed a possible retained broken fragment of a catheter. The bladder spasms were treated with baclofen. The resident was then transferred to the emergency department of the university of alberta hospital. On (B)(6) 2019 he underwent a flexible cystoscopy. A piece of a foley catheter with crusting was removed using a basket.

Manufacturer narrative:
The reported event was confirmed to be user-related. Visual inspection noted one catheter from a touchless plus intermittent catheter kit was received. The reported event states that the catheter portion of this product was found inside the bladder in its entirety via ultrasound performed by medical staff. Due to the patient's condition, catheters are used frequently to provide relief. The touchless plus intermittent catheter is designed to be a one use, in and out device. The catheter received was entirely discolored providing evidence that the entire catheter had prolonged exposure to urine. The reported event also states that once the catheter was removed, the patient continued to have issues until a secondary procedure was done to remove encrusted fragments found in the bladder. The photos received from the complainant show the catheter that was received for evaluation in a bag with these fragments supporting the reported event. Baw7646959 rev 0 states that the catheter should be used until the bladder is empty or the bag is full and then the catheter should be removed from the urethra immediately after either of these two have occurred, therefore the discoloration of the catheter provides evidence that the catheter remained in contact with urine for a longer period of time. Due to the user not following the instructions provided for in baw7646959 rev 0, the reported event was confirmed to be user related. A potential root cause for this failure could be due to anatomic condition, lack of training on drainage and removal technique. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "instructions for use: preparing for catheterization: 1. Open kit and remove contents. 2. The gloves are not necessary to maintain aseptic conditions during the procedure. The gloves are for the operator's protection. Male/female catheterization: 1. Remove cap from insertion tip while squeezing tabs. Save cap for closing the bag. 2. Slide the catheter halfway into the insertion tip. 3. Male - prepare the male urethral meatus and the surrounding area with povidone-iodine swabs provided. Female - prepare the female urethral meatus by holding the outer labia apart and prep the urethral meatus and surrounding area with povidone-iodine swabs provided. 4. Male - holding the penis, advance the insertion tip into the urethra no further than the flange base. Female - spread the inner labia, advance the insertion tip into the urethra no further than the flange base. Release the inner labia. 5. Place your nondominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. 6. Allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. Precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag. 7. Withdraw the catheter from the urethra. Remove the remaining portion of the catheter from the collection bag by pulling it through the insertion tip. Note: the catheter is designed to pass through the insertion tip. 8. The filled collection bag may be closed by replacing the cap over the insertion tip. Make sure the cap snaps on securely. Specimen collection: to collect a specimen, obtain a sample cup/tube and alcohol wipe. Remove guide tip by pulling tab(s) upward from bag. Wipe port with alcohol. Pour specimen through port at top of bag into cup/tube. Draining bag: remove insertion tip by pulling tab(s) upward from bag. Drain urine through port at top of bag."